Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly and the insulin pump screen was difficult to read. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons on the insulin pump are more difficult to press, the battery cap was more difficult to remove and replace, and he had to change the battery more frequently than he first got the insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.